Manufacturer narrative:
The investigation into the purge pressure high alarm on the automated impella controller has been completed. Console logs from the reported day of event are consistent with complaint by the user. The root cause of high purge pressure could not be not determined. The issue could not be reproduced.

Event description:
The user facility reported an 80-year-old female with severe multi-vessel disease was implanted with an impella cp device for mechanical circulatory support. Approximately 30 minutes after securing impella in place and placing a leg immobilizer, a blockage purge alarm occurred on the automated impella controller (aic). The blockage purge alarm self-resolved and the aic displayed a high-pressure alarm. No kinks were found in purge tubing or purge side arm. Troubleshooting was performed, the cassette was changed but alarm remained. Automated impella controller (aic) to aic transfer was performed and the purge pressure normalized. There was no patient harm related to the aic to aic transfer.